Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 47-2486-050-40; lot#:3068966; item name: blunt tip screw, 4x50mm. Report source-foreign- belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0009613350 - 2022 - 00559.

Event description:
It was reported that the patient underwent revision surgery due to migration of the screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The three blunt tip screws were returned for investigation. The other products involved in the reported event were not returned, namely the nail, the nail cap, the cortical bone screw and the humerus ball nose guidewire. The three blunt tip screws were visually inspected and on all of them it is possible to see that the threaded parts are flattened. However, no significant difference can be found between the migrated screw (blunt tip screw, 4x50mm) and the non-migrated screws (blunt tip screw, 4x46mm). The heads of the blunt tip screws appear inconspicuous. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Two undated radiographs showing frontal views of the proximal right humerus were received and assessed by a radiologist. The right image displays an acute mildly displaced spiral fracture of the proximal humerus diaphysis; therefore, it is assumed that this is the first acquired postoperative image after the implantation. Here, the three threaded screws appear appropriately positioned. The left image displays the healed proximal humerus diaphysis; therefore, it is assumed that this image was acquired at a later time point from the image on the right. On this image the most inferior screw appears backed out and demonstrates spacing between the screw head and the lateral cortex of the humerus. Bone quality is normal, without periprosthetic radiolucency. Based on the investigation, the event can be confirmed. It can be assumed that there are multiple factors contributing to the migration of the screws, related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus natural nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.